Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the collimator. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluoro collimation is inadequate on the 9600+ system. It was noted that the radiation field exceeds the visible portion of the image receptor by more than the allowable limit of mag 2. There was no report of patient injury.